Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was referred by their neurologist for generator replacement reportedly due to a near end of service condition. This report came approximately four months following the patient's implant surgery for his current device on (B)(6) 2015. The settings on the patient's present generator are not known. With the settings available in programming history from the patient's previous generator, estimating battery longevity from the vns physician's manual predicts a battery life of 1.7 - 2.5 years. No additional relevant information has been received to date. No known surgical interventions have occurred to date.

Event description:
Information was received indicating that the patient's generator was not at near end of service. The patient was instead involved in discussion for a potential replacement due to eligibility for a new generator model. The previously reported information was made in error. No surgery has been planned at this time. No additional pertinent information has been received to date.